Manufacturer narrative:
Based on the claim against the product by the customer noting the teflon pad melted and the powder fell into the patient, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The probable root cause of the teflon pad peeling off is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This complaint is considered a reportable event due to the following conclusion: it was alleged that the teflon pad of the harmonic ace instrument melted and turned into powder. The powder remains fell inside the patient during a da vinci assisted procedure and the fragments/powder could not be retrieved.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, when the customer was using the harmonic ace instrument to resect tissue, the teflon pad melted. The fragments fell into the patient¿s cavity and were not retrieved. The procedure was completing as planned with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the teflon pad was melted. The customer could not retrieve the fragment, because it was like powder. Additional surgical procedure and post-operative tests were not performed. It was unknown what caused the event to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the customer reported complaint of thermal damage was not confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument rolled intuitively, and the grips opened and closed properly. Visual inspection of the teflon pad found no thermal or physical damage. No blade damage was observed. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Although the complaint regarding thermal damage of the harmonic ace instrument was not confirmed, the provided details indicate that the device did contribute to the reported event.

Event description:
Refer to h10/h11 for follow-up information.